Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet operated in bg run mode due to a dexcom g7 pairing failure to the ilet, resulting in loss of cgm-driven control and rejection of additional bg calibrations while the sensor was in warmup with a reported peak of 307 mg/dl and prolonged time above range. The sensor was later reported as working. Investigation included customer support review and confirmation via internal communication that the dexcom g7 sensor functioned after warmup. Investigation of this case revealed a pairing/connectivity issue between the cgm and the ilet that interrupted automated insulin dosing, with the ilet hardware and software otherwise functioning as designed once cgm data became available. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction during cgm warmup and connectivity, leading to temporary loss of cgm data needed for automation.